Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing came apart at the site connector while the patient was sleeping. Due to this, the patient experienced nausea and had high blood glucose level reported to be 526 mg/dl. He was also tested positive for ketones. The site and pump location was patient's left abdomen. The infusion had been in use for one day and the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was stress or pull on the tubing but the pump was not dropped with the set connected to the patient's body. No further information available.